Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient faced two infusion set cannula kinked event on 13-feb-2024. The event occurred within three hours of insertion. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. No further information available.